Event description:
The customer reported to olympus, the camera head had no image. The issue was found during a unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a damaged connector. In addition the following observation was made: a scratch on the rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the absence of an image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty connector. The event can be prevented by following the instructions for use which state: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ olympus will continue to monitor the field performance of this device.